Event description:
Physician reported left side ultrasound "shows step ladder sign on the left side indicating implant rupture." Device remains implanted.

Manufacturer narrative:
Implant date (B)(6) 2021. A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "implant rupture."

Event description:
Physician reported left side ultrasound "shows step ladder sign on the left side indicating implant rupture." Device remains implanted.